Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Crossbrace damage.

Event description:
The crossbraces are bent.